Manufacturer narrative:
At the time of this report, mentor has received no information regarding the expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone device explant and/or reoperation, but plans on prophylactic removal of the breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 300cc textured mentor memorygel breast implants experienced capsular contracture on an unknown side postoperatively, baker grade unknown. Furthermore, the patient plans to undergo breast implant prophylactic removal to avoid injury due to concerns with textured breast implants. At the time of this report, mentor has received no information regarding the expected explantation date. This medwatch report is for the right-sided implant.